Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the adhesive peeled off due to a physical stress (e.g., dropping, bumping, etc.), or deterioration due to chemical stress, such as those used in the cleaning, disinfection, and sterilization processes. However, a definitive root cause could not be determined. The reported issue (pinhole on a-rubber) was confirmed and found to be caused due to external factors. There was a leakage due to a pinhole on the a-rubber. In addition, service found there was play in the angulation knob due to wear of the angulation wire. There was a leakage from the control section, and the forceps stopper was scraped. Scratches were observed on the plastic distal end cover, the up/down knob, the up/down angle fixing lever, the right/left knob, the control section, the grip, the universal cord, the scope connector side of the universal cord, and the scope connector due to external factors. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was a pinhole on the bending section cover (a-rubber) of the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the lighting lens was peeled off. This report is being submitted for the malfunction found during evaluation of the device (adhesive peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.